Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The complaint was not confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to this issue. The axes controller spar connector (acsc) printed circuit assembly (pca) will be replaced as a precaution.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the nurse reported an issue with arm 3. They moved the system after completing a case and when they powered it back on, they received non-recoverable fault 1162 to disable arm 3. The technical service engineer (tse) guided the caller to hard power cycle the system but the fault remained. The procedure was completed with no reported injury.